Event description:
The separator kinked at the transition zone because the separator was removed beyond normal operating distance for separator movement. After kinking, the separator could not be removed from the reperfusion catheter. The physician felt as though the unit broke and therefore removed all devices from the pt.

Manufacturer narrative:
Technical eval: both the catheter and separator were returned. The catheter had a kink in the proximal segment. The separator was broken 1 cm distal to the proximal support taper. There was a sharp bend on both ends of the break. Conclusion: during use, the physician retracted the separator to a point where the taper exited the valve of the rhv. During advancement, the wire became bent just distal to the taper. Further manipulation of the wire required more force due to the bend in the wire. The excess force broke the wire at the weakened section. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009.